Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6) , batch: 7071720.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. There was no device malfunction suspected. The patient underwent a complete spinal cord stimulator (scs) system explant procedure. All explanted devices were not returned.